Event description:
It was reported that the customer was hospitalized due to low blood glucose 17mg/dl. It was stated that the customer was unresponsive, sweaty, cold and clammy, incoherent, and eyes rolling to the back of this head. Troubleshooting was performed. The customer's most recent glucose reading was 112mg/dl, and he was treated with glucose drip. It was stated that the customer was not able to view the programming as the battery was removed by the hospital staff. The mother stated that the low blood glucose event happened twice and requested a replacement of the insulin pump. It was also stated that the customer has been in the emergency room twice since receiving the insulin pump with diabetes ketoacidosis. Reviewed the alarm history and found several battery alarms. The insulin pump was set to factor settings. Advised that his high blood glucose was due to the settings not being programmed into the insulin pump when it was received. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Scratched lcd window noted during visual inspection.